Manufacturer narrative:
(B)(4).

Event description:
Device was returned for investigation. Exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test with (B)(4) bluetooth device was performed and passed. Transmitter functional test was performed and passed. Data log review was performed and confirmed loss of connection was greater then 1 hour. The probable cause was the mobile device experienced a bluetooth restore which closed the app.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No additional event or patient information is available.